Event description:
No incident was reported. Technician found that this bed would lose power intermittently. He replaced the right & left caregiver board & cables and pcb board. The resolved the bed losing power intermittently.